Event description:
Rn used the medi-dent 23x1" needle to administer fluid vaccine to patient in their home, after administration, rn flipped the cap to secure the exposed needle but the cap when to the side of the needle. Rn had to flip the cap back open and slowly close cover to ensure it was placed correctly. Rn keep hands clear of needle at all timed and disposed of needle in sharps container. FDA safety report ID #(B)(4).